Manufacturer narrative:
The subject device was received and evaluated at service repair (B)(4), olympus. Evaluation findings found the customer reported issue was confirmed. Device evaluation and inspection determined a no image, intermittent due to faulty cp board. Corrosion on the led unit was found. Investigation is ongoing. This report will be supplemented accordingly following investigation completion. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
As reported, no screen when power on. The issue found before clinical procedure, at preparation for use. There is no patient involvement associated on this event. No user injury was reported.

Manufacturer narrative:
This report is being supplemented, to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon of ¿no image¿ may have resulted, from faulty cp board, but the cause of which could not be identified. Olympus will continue to monitor field performance for this device.